Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous unspecified vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and was inflated twice. During the second inflation at 20 atmospheres the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).